Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a dent in the outer tube. In addition to the reportable malfunction documented in b5, the device evaluation found the cable had scratches and the video connector cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the mantle tube had a dent on the olympus gynecologic laparoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the tip of the light guide bundle was chipped. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to incorrect handling of the user. Olympus will continue to monitor field performance for this device.